Event description:
The customer reported that when the system test was carried out, sparks came out by the adult paddle. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that when the system test was carried out, sparks came out by the adult paddle. No adverse pt impact was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.